Manufacturer narrative:
Cage at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 10/2.00 flextome cuting balloon was selected for use. During procedure, the balloon ruptured when dilation was performed at the lesion area. The balloon was then simply pulled out from the patient's body. The procedure was completed with a different device. No complications were reported and the patient is stable.

Manufacturer narrative:
Age at time of event- 18 years or older. Initial reporter (B)(6). Device evaluated by manufacturer. The device was returned for analysis. The product was returned consisting the balloon, tip, markerband and shaft. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon was inflated to its rate of burst pressure and was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found that the shaft was free from damage.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 10/2.00 flextome cuting balloon was selected for use. During procedure, the balloon ruptured when dilation was performed at the lesion area. The balloon was then simply pulled out from the patient's body. The procedure was completed with a different device. No complications were reported and the patient is stable.